Manufacturer narrative:
(B)(4). G2: foreign: canada. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised due to pain and synovitis. During the revision, some oxidation was noted at the head and neck junction; however, no gross corrosion or metal related pathology findings were found. The head was replaced with dual mobility without complications.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were. Review of the available records identified the following: patient presents with right iliac fossa pain persisting for several days (internal translation). Diagnosis ¿ synovitis let hip. Femoral components found well placed, well seated with no loosening or signs of corrosion or metal debris ¿on the other hand, at the base of the head, we note some oxidation at the level of the neck.¿ a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.